Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 25mm mitral valve was implanted and noted to have approximately moderate mitral insufficiency at the end of the procedure. The surgeon determined it would be acceptable to leave with moderate insufficiency as annulus was less than 3 cm and risk to open right atrium. Per medical records the patient had preoperative diagnosis of hypertrophic obstructive cardiomyopathy with left ventricular outflow tract obstruction, systolic anterior motion of the anterior leaflet of the native mitral valve with moderate to severe mitral regurgitation. The patient also underwent procedure for interatrial occlusion of the left atrial appendage and extensive septal myomectomy. The 25mm mitral valve was implanted and patient was weaned from cardiopulmonary bypass uneventfully. The mitral valve showed moderate insufficiency. The surgeon determined it would be acceptable to leave with moderate insufficiency as annulus was less than 3 cm and risk to open right atrium. Upon complete chest closure and adequate hemostasis, patient was transported to the cvr unit post-operatively in stable condition. The patient's post-operative recovery was complicated by respiratory failure, atrial fibrillation requiring cardioversion, sepsis, cardiogenic shock, and acute tubular necrosis. Patient was withdrawn from life support and expired on post-operative day 14.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. A supplemental MDR will be submitted when new information becomes available. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.